Manufacturer narrative:
Citation: enriquez-rodriguez, e. Md. Et al. Comparison of the hemodynamic performance of the balloon expandable sapien 3 versus self- expandable evolut r transcatheter valve: a case-matched study. Rev esp cardiol (2017) doi 10.1016/j.rec.2017.10.025 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding hemodynamic performances after a transcatheter aortic valve replacement (tavr). All data were collected from multiple centers. The study population included 201 patients, 64 of which were implanted with an evolutr bioprosthetic aortic valve. Serial numbers were not provided. The evolutr study population was predominantly female; mean age 84 ± 5 years. Among all patients adverse events included: permanent pacemaker implant, trace to moderate aortic regurgitation (ar), patient prosthesis mismatch, trace to moderate paravalvular leak (pvl), vascular complications, and bleeding. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.